Event description:
On two occasions, during an eye procedure, a mcintyre handpiece was in use. Small white particles were noted to come from the handpiece. The handpieces are re-usable and are autoclaved between uses. Both handpieces were approximately 2 1/2 years old. Please provide guidelines for the maximum number of re-sterilizations and/or lifetime of the handpiece.